Event description:
Rec'd essure (B)(6) 2013. I have never experienced these symptoms until after having the device implanted. I get severe abdominal cramping especially on the left side. Excessive bloating to the point I look pregnant, body and muscles aches, hair loss, pain during sex, bad headaches almost everyday, severe fatigue.